Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure when the right ventricular (rv) lead was placed, when slitting the delivery catheter the hemostasis valve loosened / detached off the delivery catheter and by pulling on the lead with the momentum of slitting causing dislodgement of the lead. The delivery catheter was removed and replaced and the lead was re-implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft on the hub of the delivery catheter was spiral slit. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter peeling/slitting/splitting was partially executed. The septum of the catheter was damaged. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the dilator. The septum of the delivery catheter was intact with the hub of the delivery catheter. Slitting did not start on the centerline of the hub of the delivery catheter. Slitting was terminated at 5.3 cm on the hub of the delivery catheter, then slitting restarted at 4.5 cm on the hub of the delivery catheter. Slitting was terminated on the shaft of the delivery catheter at 6.5 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.